Event description:
It was reported that the brakes would not hold due to wax accumulation on the rear wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.